Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: st linear trial lead with pre-loaded 0.014 inches stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had the trial leads removed because he had noticed discharge from his leads. Being a general practioner the patient cut the suture and removed his leads. The patient was treated with antibiotics due to suspicion of infection. The patient is reportedly doing well.